Event description:
It was reported that the patient¿s device was malfunctioning. The reporter stated that stimulation fluctuates and was intermittent. It was noted the patient had an overstimulation and fading sensation. It was further noted the patient still had their implantable neurostimulator (ins) on because the ins still provides pain relief and was used almost 24/7. It was noted that there were no known accidents or incidents related to this event. The reporter stated it started about 1-2 weeks ago. It was noted the patient had an appointment with the healthcare professional on (B)(6) 2013. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 377860, lot# v012815, implanted: (B)(6) 2006, product type: lead. Product ID: 377860, lot# v012815, implanted: (B)(6) 2006, product type: lead. (B)(4).